Event description:
It was reported that during a percutaneous angioplasty procedure, a dissection occurred. The encore balloon inflation device was used to predilate the lesion twice with a maverick balloon catheter. The encore device was then used with a non bsc stent, and during inflation of the stent delivery balloon, the balloon ruptured at 4 atm. The rupture caused a dissection. The pt coded and ended up on "cps". Following the case, a new encore inflation device was tested on a balloon catheter and took it to 16atm without difficulty. Then this encore inflation device used in this event was tested on a balloon catheter and it also was successfully brought to 16atm. In the opinion of the cath lab manager, it is not believed the encore was the problem.

Manufacturer narrative:
Although it has been indicated that the used inflation device will be returned for evaluation, it is in transit to the mfg site and has not yet been received for analysis. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted.